Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that, the patient experienced issues with four infusion set cannulas. The cannulas were bent. The event dates were 3/28/2024, 3/29/2024, 3/30/2024, and 3/31/2024. The symptoms were noticed within three hours of insertion in the abdomen. The patient regularly rotated the site location, and the site area was not impacted. The customer's blood glucose level due to the issue was 450 mg/dl. The patient took correction injection via mdi to address high blood glucose level. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 2 of 4.